Event description:
A (B)(6) male pt underwent initial procedure on (B)(6) 2010. The contralateral iliac leg presented difficulties with the hemostatic valve (1820334-2010-00256). There was resistance when introducing the delivery system and device was unable to be deployed. It was removed and procedure was successfully achieved with the use of another contralateral leg graft. In addition, the hemostatic valve on the main body was allowing more than expected blood loss from the valve. Additional information was received on (B)(4) 2010: the pt did not have to receive any blood products. No additional pt information was provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.